Event description:
Same patient as MFR report #: 6000093-2006-02222,-02223. Clinical trial. At the time of the index procedure, the patient underwent a cardiac catheterization to evaluate "profoundly abnormal" stress test findings of "almost global" ischemia and left ventricular dilation. At that time, the patient also experienced an acute inferior q wave mi (myocardial infarction). The index procedure identified and treated two target lesions. Target lesion 1 was identified in the proximal lcx (left circumflex) with 99% stenosis measuring 2.75x28mm, was treated with angioplasty and placement of a 2.75x32mm taxus express2 drug eluting stent. Kissing balloon angioplasty of the lcx and 2nd om (obtuse marginal) was performed, which resulted in 0% residual stenosis in the proximal lcx and less than 25% residual stenosis in the proximal 2nd om. The patient also underwent angioplasty to the 3rd om, which resulted in 25-30% residual stenosis. Target lesion 2 was identified in the mid rca (right coronary artery) with 80% stenosis measuring 3.0x35mm, and was treated with angioplasty and placement of two overlapping 3.0x32mm and 3.0x16mm taxus express2 drug eluting stents resulting in residual stenosis of 0% following post-dilation. It was noted that there were areas of 35% stenosis just proximal and just distal to the newly stented area in the rca. The patient was discharged the following day on asa and plavix. In 2006, a cardiolite stress test revealed an lvef of 43-49% at rest, and inferior subendocardial scar with mild peri-infarction ischemia. The patient was "treated medically." The patient also experienced a stent thrombosis in the proximal lcx and a non-q wave mi 2 mos later. The patient presented to a non-enrolling hospital emergency room 377 days post-index procedure, with a sudden onset of chest pain, shortness of breath, nausea and diaphoresis. An initial ECG revealed sinus rhythm with frequent premature ventricular contractions (pvcs) and "some endocardial injury of the anterior lateral leads, especially in v2, v3, v4, and v5; lateral ischemic changes; and an old inferior q-wave mi. The patient was then transferred to the enrolling hospital for cardiac catheterization. Upon arrival in the catheterization lab, the patient was noted to have "evidence for acute evolving myocardial infarction," which was complicated by cardiogenic shock and acute pulmonary edema. The patient was started on dopamine and an intra-aortic balloon pump was inserted. The patient underwent pci of the proximal lcx with aspiration thrombectomy (returning a "large amount of both white and red thrombus"). There was 40% residual stenosis at the ostium of the previously placed stent which was treated with angioplasty resulting in 10% residual stenosis. The patient also underwent pci of the mid lad, which was treated with pre-dilation, thrombectomy, and a cutting balloon post-dilation resulting in 10% residual stenosis. It was noted that repeat stenting was not performed due to excellent angiographic results from angioplasty as well as the likely need to move on to CABG (coronary artery bypass graft) "given his course over the last year." A surgical consult had been obtained, but it was reportedly "difficult to consider CABG at this time, since [the patient] was completely revascularized and there was concern that the graft would not maintain patency." After "several days," the patient was weaned off of dopamine and the intra-aortic balloon pump was removed. A "coagulation abnormality" work-up was begun. The patient was discharged on asa and plavix five days following the procedure. A repeat angiogram was planned for three months, at which time the patient would be reconsidered for CABG.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.